Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardiac monitor exhibited false atrial fibrillation episodes due to post sensed t wave oversensing. Programming changes were discussed but not made. The patient was stable and did not experience any adverse consequences.